Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed health professional from (B)(6) of peritonitis with culture positive for gram negative organism in a patient coincident with dianeal ultrabag (dianeal pd-2 peritoneal dialysis solution ultrabag with 1.5% dextrose) and dianeal ultrabag (dianeal pd-2 peritoneal dialysis solution ultrabag with 1.5% dextrose) therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter (B)(4) technical services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis. On an unreported date, the patient was hospitalized for the event. The cause of peritonitis was unknown. Treatment was started with fortum injection, 250mg ip and reflin injection, 1gm ip (frequencies not reported).

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.